Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 38 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when inflation was attempted, the balloon failed to inflate. It was then noted that the shaft had fractured. The fractured device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.